Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Maude report : sus voluntary event report (mw5067411): the patient has an onset of left hip pain that began about 3 months ago. He was walking when it first began causing him to limp. He has a history of total hip arthroplasty done in 2009 on the left and 2001 on the right. The pain is qualified as sharp in nature. It is worse with activity. It is associated with walking diclofenca has been attempted for pain relief, but it is not helping him. He has not done physical therapy nor has he had a steroid infection, he enjoys reading, golf and tennis. He is not able to play golf or tennis. He notes he had a history of cellulitis in 2015. He is now using a cane to walk. He had x-rays done 1 month ago. He has pain that is localized in the groin as well as lateral hip pain with sleeping. Physician that did the replacement did the evaluation and treatment. No known complications following his replacement with return to the operating room for any reason. A 12 point review of systems had been documented and is positive for musculoskeletal complaints as her hpi, hearing loss, numbness and tingling sensations. We obtained a weight bearing ap, pelvis and a lateral of the left hip today in our office. He has evidence of well-fixed total hip arthroplastics. He has medical to lateral wedge taper type stems, which appear to have good osseous integration. He has a larger femoral head on the left side without an obvious polyethylene liner. It was difficult to ascertain if this is a 36 or a 40mm head. The cup is in appropriate inclination and with anteversion. There is no supplemental screw. There is a slight radiolucency between the head and the liner indicating most likely that there is a polyethylene liner in place. I see no evidence of fracture as well. There is no evidence of osteolysis. A male comes in to review the results of the MRI of his left hip. He is doing fine. He is continuing to have pain. He is having a hard time walking. He using a cane. The MRI was done. Surgeon was able to review the images, as well as the radiologist's interpretation. Unfortunately, there are findings compatible with pseudotumor formation along the lateral aspect of the proximal femur. There is a low-signal intensity thickening and irregularity along the wall of the collection, worse inferiorly along with all cyst and debris noted. Given the location of the arthroplasty. This is consistent with a septic lymphocytic vasculitis associated lesion (aldal). Surgeon held a detailed discussion with the patient and recommend revision. Surgeon thinks this may be from a large metal head causing trunnionosis. There is a possibility that it is actually a metal on metal implant. The patient would like to do the surgery.